Manufacturer narrative:
The reported problem could be reproduced at the manufacturer's site during preliminary root cause analysis. The analysis is ongoing. It could be shown that the instrument's monitoring and alarm system is not affected by the reported behavior. Thus, the pt's safety is not impacted. Corrective and/or preventative actions will be defined after the root cause analysis.

Event description:
The pdms indicated a mode change from apvcmv to spont where modes changes were not initiated by clinicians. Hamilton-g5 was observed to be in spont. Ventilator has been removed from service.